Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, the automated impella controller (aic) unexpectedly stopped. Multiple attempts to restart were unsuccessful. The patient ultimately expired, but there was no allegation that this was related to the device.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported pump stop has been completed. Console logs from the reported day of event are consistent with complaint and show multiple "impella stopped" events and alarms. Multiple attempts to restart pump, also after power-cycling the console, were unsuccessful. After being received at the lab, the aic had been tested, but the issue was not reproduced and console operated within specification. All electrical and mechanical aspects of the console operation were verified during pm testing, which console passed. There is no evidence suggesting that the console contributed to pump stops events. A separate investigation into the pump device revealed some bearing wear, which is consistent with pump stop events evidenced in logs. Therefore, pump stop events have been determined to be caused by the pump, not the console. This report is being filed as part of a retrospective review of historical records.